Event description:
A (B)(6) distributed contact zoll customer support to report that a (B)(6) patient's battery charger wasn't able to charge batteries. The patient was issued a replacement battery charger/modem.

Manufacturer narrative:
Evaluation: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (won't charge batteries) has been confirmed. Upon investigation the battery charger/modem was unable to recognize inserted battery. Th cause for the failure was isolated to a thermally damaged q1 current-controlling transistor on the bedside board. The root cause for the damaged q1 transistor could not be positively identified. No adverse event resulted from the defective q1 transistor. The patient received a replacement battery charger/modem.